Manufacturer narrative:
(B)(4).

Event description:
A stable pneumothorax occurred, probably during implant. A follow up chest xray done 5-16-16 showed no pneumothorax. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.